Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 213.330s, lot: 3l87277, manufacturing site: grenchen, release to warehouse date: march 21, 2019, expiry date: march 1, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part: 213.330.999, lot: h784724, manufacturing site: monument. Manufacturing location: monument, manufacturing date: 21-dec-2018, part number: 213.330.999, 5.0mm screw blank 30mm 05.0 locking screw w/3.5mm hex, lot number: h784724, lot quantity: 929. Work order traveler met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 13023, 316lc*ri4.98, lot number: h620159, lot quantity: 1.105 lbs. Certificate of tests supplied by carpenter technologies dated 27-mar-2018 was reviewed and determined to be conforming. Lot summary report dated 16-apr-2018 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the investigation of the locking screw has shown that at the screw is broken between the screw head and the threaded shaft. Furthermore, there are wear marks at the hexagonal access visible. Dimensional inspection: feature/test/description: hexagonal access depth specification 3.0mm +/- 0.2 actual 3.07mm gage 3-01-19789 results "pass" feature/test/description: drill depth specification 3.75mm +0.25 / -0.15 actual; feature damaged, no measurement possible gage 3-01-19789 results "feature damaged, no measurement possible" the measured dimensions were found to be within the given specifications per the drawings referenced above. Document/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1 for implants for surgery, stainless steel. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this locking screw as the screw head is broken off. The exact cause of the breakage cannot be defined. Based on the information we received we can only assume that the mentioned mal-union in the consolidation did lead to a fatigue failure of the locking screw. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. The dimensions are within the specification and the fracture face is homogeneous, which indicates material conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code is hwc. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. Patient code: no code available is for malunion. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision surgery occurred on (B)(6) 2020 of the left distal femur due to mal-union and subsequent implant breakage. Original implant date was listed as (B)(6) 2019. A CT scan taken in (B)(6) 2020, showed there was malunion of her femur and two (2) screws were broken. On (B)(6) 2020, a second x-ray was taken and it was noted six (6) distal screws were broken. All implants were removed and the patient was revised to a depuy synthes variable angle condylar plate. Outcome was listed as optimal. No surgical delay was noted. This is report 8 of 9 for (B)(4).